Manufacturer narrative:
No further evaluation of the device is required. The customer indicated that the cause for the falsely depressed troponin I results was operator error. The operator removed the sample from the analyzer before it was sample but after being liquid level sensed. The instrument is performing within specifications.

Event description:
A falsely depressed troponin I result of <0.04 ng/ml was obtained. The sample was retested after being diluted and a result of 520 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely depressed troponin I results. The customer indicated that the cause for the falsely depressed troponin I results was operator error. The operator removed the sample from the analyzer before it was sampled but after being liquid level sensed.